Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01707. This report is being submitted as additional information. Approximate age of device - 11 months.. Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a history of a gastrointestinal bleed on ¿(B)(6) 2015¿. The event date of (B)(6) 2015 has been estimated.